Event description:
It was reported that the patient presented with syncopal episode. Device interrogation showed noise on right ventricular (rv) lead with subsequent inhibition and pacing. This is consistent with lead fracture. The lead was capped and replaced on (B)(6) 2023 without complications.